Event description:
In (B)(6) 2009, the pt's intrathecal dosing was changed from simple continuous to a flex bolus regimen with a total daily dose of 1,200 mcg. The pt had clinical benefit of reduction of lower limb and truncal spasticity with improvement in seating and handling. The pt continued to experience abnormal movements with increased spasticity in her upper limbs and "significant head movement". The pt was noted to become distressed and emotional with frustration regarding difficulty communicating which exacerbated her movements. As the pump was 5 years old, the hcp considered an elective change of the pump. The hcp also was considering switching back to simple continuous dosing. The pt was therefore, admitted electively to the hospital on (B)(6) 2011. The pt had been receiving "6 x boluses throughout the day and then changed to a simple continuous infusion". The dosing regimen was changed to 1,200 mcg in simple continuous. She was observed for 4 days with no evidence of withdrawal and discharged to home on (B)(6). On (B)(6), 10 days after the dose change, the pt presented to the emergency room. There "had been a history of escalating spasticity, irritability, not sleeping, sweating and significant distress". Per the pt's mother, she was "pre pump status". The pt had lost "significant" weight and appeared to be "clinically in evidence of baclofen withdrawal" with no evidence of sepsis or other medical conditions. An underdose occurred related to the change in the infusion rate. The pt's mother increased the diazepam with no response; oral baclofen had not been given. A bolus 100 mcg of baclofen was programmed over 5 minutes with "an immediate response in reduction of tone and agitation noted". As it was suspected that the pt exhibited withdrawal from her bolus regime, the hcp programmed the pump to deliver 6 boluses of 160 mcg/day with "immediate good response". The dose was further increased to 1400 mcg/day (a 17% dose increase). The pt "remained very well" and was discharged on (B)(6), 2 days after admission. The hcp concluded that the boluses had a significant effect on her management.

Manufacturer narrative:
(B)(4).